Manufacturer narrative:
Block a4 (weight): patient's weight is 81.4 kg. Block e1 (initial reporter address 1): 3001 w martin luther king jr blvd. Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no signs of use in the form of elevator marks on the shaft of the catheter. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. Real-time x-ray was used to image the distal tip, including the thru-silicon vias (tsvs), redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board assembly (pcba). The handle was opened and the components within were visually inspected. No damage was observed on the pcba. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Some residual procedural fluid was noted on the plastic optical fibers (pofs) and in the breakout region. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused no image disruption. Saline was applied to the pcba. No image disruption occurred. The reported event was not confirmed. Product analysis tested the electronics, fluidics, and interactions between saline/electronics and was unable to replicate any problem that could have caused or contributed the reported event. A review of the risk documentation confirms that the problem is not a new or unanticipated event. The risk documentation lists that the reported event can be caused by damage to the electronic components, fluid leaks, tip damage, or cross-talk between electronics. The design failure modes and effects analysis (dfmea) lists mitigations in place that control design features through specification and manufacturing inspection, and therefore it is unlikely a problem with the design of the device. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, the image of the first spyscope ds ii was lost approximately 2 minutes in the procedure while advancing into the cbd. A second spyscope ds ii was used and the image was lost while advancing down the ercp endoscope. The controller was rebooted, the spyscope ds ii catheter was removed and reconnected back to the controller; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's weight is 81.4 kg. (Initial reporter address 1): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, the image of the first spyscope ds ii was lost approximately 2 minutes in the procedure while advancing into the cbd. A second spyscope ds ii was used and the image was lost while advancing down the ercp endoscope. The controller was rebooted, the spyscope ds ii catheter was removed and reconnected back to the controller; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.